Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's instructions, the customer replaced the heat torch with a used part but when the customer powered on the instrument there was an error. The customer located another heat torch and installed it. A non-siemens service provider evaluated the instrument and replaced the heat torch with a new one. The service provider ran system checks and quality controls, which were acceptable. The cause of the smoke being emitted from the heat torch was a malfunction of the heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the heat torch of a dimension xpand plus with hm instrument. The customer performed a controlled power down of the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.